Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the gasket on the trocar was torn. It was replaced with a new trocar and that gasket tore. It was replaced with another trocar and that one tore. It was replaced again and the case was completed. The plastic snap down on the reducer broke off in the same case and it was replaced. There was no consequence to the pt.